Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch and x-ray switches were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the hand switch and x-ray switch were intermittently sticking and they could not make x-rays. There is no report of patient injury associated with this event.